Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to th best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 579 mg/dl and went down to 426 mg/dl. Customer treated with 10 units from a syringe. Customer stated they received a no delivery alarm. Customer completed troubleshooting for no delivery and was advised that issue may be due to site occlusion. Customer was advised to return the infusion set for analysis.